Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the scrotum when manipulating the pump. The specific type of infection was not identified. Upon revision it was discovered that the patient had pus upon incision. After culturing the pus, dissection continued, followed by wound debridement. Upon displacement of the pump, necrotic tissue was found external and inferior to the capsule, the physician believes this was a tissue inflammation by unknown cause. The system was explanted and replaced with a tactra, and the incision site was treated with antibiotic. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, inflammation, necrosis and pain are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain in the scrotum when manipulating the pump. The specific type of infection was not identified. Upon revision it was discovered that the patient had pus upon incision. After culturing the pus, dissection continued, followed by wound debridement. Upon displacement of the pump, necrotic tissue was found external and inferior to the capsule, the physician believes this was a tissue inflammation by unknown cause. The system was explanted and replaced with a tactra, and the incision site was treated with antibiotic. No further patient complications were reported.